Event description:
The customer used the device to check their blood glucose and obtained a result of 290 mg/dl. They entered information into their pump to dose insulin and passed out. They were taken to the ER and their glucose was 44 mg/dl per a lab test. Pt was treated with an IV and discharged. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.